Event description:
During the procedure, the jaw broke off of the distal end of the device. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The used device was returned with the articulating arm/teflon pad sub-assembly detached. The visual examination of the returned device revealed damage to the external shaft. This condition suggests that the device made contact with a rigid instrument, or that excessive rotational torque was applied to the device while prying, dissecting or grasping an object. Evidence supports the most likely cause for this event is mishandling/misuse.